Event description:
Dealer advised that the rail is not sliding in and out and broke the crossbracket an now the crossbracket has broken again. The dealer wants to replace the entire full length bed rails. No report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 5410ivc, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1114836, rev.f(aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter for additional information. Reportedly the rails were not sliding in or out properly which in turn allegedly broke the crossbracket. The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.